Event description:
The consumer stated her tampon came apart upon removal and tampon pieces remained inside of her. She indicated that the first piece of her tampon came out with the string attached and the remaining piece was attached to a string as well. She indicated that the string appeared to break in half. She was able to remove the remaining pieces on her own.

Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.